Manufacturer narrative:
The insulin pump passed prime test, excessive no delivery test and displacement test. However, the pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. (Gold) the motor was tested outside the device and passed. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 212 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.